Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer's blood glucose level was 42 mg/dl at the time of incident. The customer's blood glucose level is 78 mg/dl after eating some tablets. The customer did not provide details on symptoms related to the low blood glucose levels. However, customer was treated for their glucose levels with glucagon. It was not reported whether the auto mode was active at the time of the incident. The customer declined to troubleshoot for their low blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The treatment code was updated from t006 to t007 as the customer was treated with the glucose tablets.